Manufacturer narrative:
Please note the tag devices involved in this event were previoulsy reported in medwatch #2017233-2013-00445. Additional device involved in this event: ts2230/7017874.

Event description:
On (B)(6) 2009, the patient underwent treatment of a thoracic aortic aneurysm using tow gore tag thoracic endoprosthesis. Reportedly, the physician initially tried to insert a 22 fr sheath into the patient's access vessel, measuring 7 mm in diameter. It was reported that the 22 fr sheath was not advanced at all. A 20fr sheath was then chosen and the two gore tag devices were successfully implanted. At completion of the procedure, a doppler examination was performed to confirm the peripheral blood flow. The doppler examination showed a peripheral embolism of unknown origin. The same day, a thrombectomy using a fogarty catheter was performed and the peripheral embolism was resolved. No further adverse events were reported and the patient tolerated the procedure.